Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery charger was replaced. The system was found to be operating as intended and returned to service.

Event description:
The customer reported that the system displayed a precharge error message and would not boot up. There is no report of a patient or user injury.